Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position and difficult to remove were unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the barewire workhorse guide wire was utilized to treat a femoral artery. It should be noted that the barewire workhorse instructions for use (IFU) states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the common femoral artery, after advancing a barewire workhorse 315 guide wire past the lesion without issue, a non-abbott atherectomy catheter was advanced and used to treat the lesion but became stuck on the barewire; it was unable to be further advanced and was unable to be retracted over the wire. Both devices were withdrawn from the anatomy as a single unit. The procedure was considered completed with these devices. There were no adverse patient effects and no occurrence of a clinically significant delay. The patient is reportedly doing well. No additional information was provided.